Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's husband stated the device is junk. It is unknown if there are any factors that may have contributed to this issue. The patient's husband would not answer any questions regarding additional information, and would not accept any assistance. It was reported that the patient will be having their system explanted.